Manufacturer narrative:
The item in question was returned to the manufacturer. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that there was an issue with the cutting loop of the device broke off during surgery. According to the complaint description the breakage of the device was recognized during a intrauterine resection hysteroscopy. The broken piece fell in situ and need to be searched for a longer time period. Therefore the surgery was prolonged. The exact amount of prolongation is not known. There was not patient harm reported.

Manufacturer narrative:
Visual examination revealed that the electrode got completely bent during use and the working electrode is broken off on both ends. Both ends show signs of mechanical overload and use marks. The production records were checked and were found to show no abnormalities. Review of the complaint history revealed that one (evaluation timeline > 4 years) similar complaint has been filed against this article number. Based upon investigation results, the root cause of the reported issue is most likely due to damage caused by mechanical overload during application. The event is filed under internal karl storz complaint ID: (B)(4).